Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited post sensed t wave oversensing. No intervention was performed. The patient condition was unknown.

Event description:
New information indicated that no patient symptoms were reported.